Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to obtain the following information and device: can you please provide more event details? Was the device locked with the jaws closed? If yes, how was the device removed (anvil release button, knife reverse switch, manual override, forced jaws open, cut the device from tissue)? If yes, did the jaws eventually open? Also, the number provided, p30249p07, is not a valid six digit lot or batch number. If available, can you please provide a valid six digit lot or batch number for the device involved in this event? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the plee60a stapler failed to open properly. The product never made it to the doctor and was never within the patient. Upon opening the product, the jaws were stuck and a reload was unable to be placed. A second like stapler was used to complete the procedure. There were no patient consequences reported.